Manufacturer narrative:
The device was not returned to edwards for analysis as it remains in the patient. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 3000tfx 21mm pericardial aortic valve, implanted eight (8) years, one (1) month, is failing due to unknown reasons. Intervention has not been performed, nor scheduled, but has been indicated. Attempts have been made to obtain additional information on the event and patient. No further information has been retrieved. Should new information be obtained, a supplemental MDR will be submitted.